Event description:
A patient contacted global technical services (gts) regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, during drain 6 at the end of therapy. The technical service representative (tsr) explained the alarm. The home patient (hp) stated they did not have any issues or symptoms. The tsr checked the programming. The therapy was set to tidal. The fill volume was set to 11500 ml, the total time was set to nine and a half hours, the fill volume was set to 1800 ml, the tidal volume percentage was set to 90%, the target ultrafiltration (uf) was set to 700 ml, the last fill volume was set to 100 ml, the dextrose was set to same, a full drain was set for every three cycles, and the patient's weight was set to (B)(6). The total drain was equal to 12301 ml, the average drain time was equal to nineteen minutes, the total uf was equal to 2048 ml, the cycle 6 uf was equal to 2015 ml, the cycle 5 uf was equal to 116 ml, the cycle 4 uf was equal to -64 ml, the cycle 3 uf was equal to 181 ml, the cycle 2 uf was equal to -64 ml, and the cycle 1 uf was equal to -136 ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the alarm. The nurse was aware of the occurrence. She stated that the patient was definitely overloaded that night. She stated that the patient had previously not dialyzed because they did not have supplies. She stated that the patient has been doing fine since then. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The following information was provided by global pharmacovigilance (gpv): on (B)(6) 2012, gpv spoke with the peritoneal dialysis registered nurse (pdrn) who provided the following information. Patient began peritoneal dialysis (pd) therapy "over a year ago (from the time of this report)" dianeal tidal therapy, 7 cycles of 1.8l, draining a total of 11.6l. On or about (B)(6) 2012 (specific date unknown), the patient experienced the event of "overloaded." On or about (B)(6) 2012 (specific date unknown), subsequent to the onset of the event of "overloaded," the event of "overloaded" was treated with "using one 2.5% dianeal bag and one 4.25% dianeal bag rather than using two 2.5% dianeal bags." On or about (B)(6) 2012 (specific date unknown), immediately subsequent to treatment, the patient recovered from the event of "overloaded." Pd therapy remained ongoing. The pdrn provided causality stating that the (B)(6) 2012 event of "overloaded" was not related to the dianeal therapy. No further information was provided. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The device was evaluated with no problems noted that would have contributed to the reported condition. The cause was determined to be use error, tidal total ultrafiltration removal set too low. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA.